Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total extraperitoneal hernia procedure, the device¿s balloon did not inflate, wherein when the surgeon tried to fill gas into the trocar but they failed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the lock collar, trocar balloon, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total extraperitoneal hernia procedure, the device¿s balloon did not inflate, wherein when the surgeon tried to fill gas into the trocar but they failed. The surgeon used a new device in order to complete the case. It was happened prior to use on patient. There is no patient involved.